Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 (06/21/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 1:00pm. As part of his diabetes regimen, the patient claimed he is on an insulin pump. Due to the alleged issue, the patient claimed he tested on his father's meter (onetouch ultra) and obtained a reading of "66 mg/dl", then responded by eating food and/or drink. The patient denied developing symptoms. It is not known if the patient received additional treatment after the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, there was no misused of the meter, the correct test strips were used, and the battery needed no replacing. The power button and the test strip insertion per the owner's manual did not turn the meter on. The alleged power issue was not resolved with training. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.